Manufacturer narrative:
Mitek is in the investigational mode. The conclusions of the investigation will be the subject matter of the follow-up report.

Event description:
Our affiliate is reporting that during a knee procedure, a portion of the tip of 2 femoral aimers broke off into the patient's joint space. The fragments where retrieved from the body. Further details are vague at this point. Questions are out to the complaint reporter for detail and clarity. Also see associated MDR 1221934-2008-00557.